Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultramini meter displayed an error 2 message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the error message first appeared on an unknown date in ¿(B)(6) 2014.¿ it is not known how the patient manages their diabetes, nor if the patient took any action in response to their regular diabetes management regimen routine as a result of the product issue. At an unknown time after the product issue began, the patient stated that they suffered ¿extreme hyperglycemia.¿ no specific symptoms were noted at this time. The csr noted that the patient was hospitalized as a result of this and received an unknown type of treatment from a healthcare professional (hcp) in hospital. At the time of troubleshooting the csr noted that the patient was unable/unwilling to walk through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began. Additionally, the patient received treatment from a hcp for these symptoms.

Manufacturer narrative:
Follow-up # 1 ¿ (11/18/2014). The patient¿s meter has been returned on 10/6/2014 and evaluated by lifescan product analysis on 11/7/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up 1: supplemental report (10/01/2014). On 09/26/2014, additional information was obtained from the patient during a follow-up call. During the follow-up call, the patient stated that he did not develop symptoms of hyperglycemia or require hospitalization after the meter issue began. The patient clarified that during initial call to lfs to report meter issue, symptom was only mentioned ¿out of frustration with having been on the phone for so long¿ and only ¿mentioned in jest¿. The patient confirmed that health-wise, he was fine. Based on the additional information provided, there is no indication that the alleged product issue caused and/or contributed to a serious injury, therefore complaint classification is being changed to malfunction.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.